Event description:
Device malfunction: stent delivery system tip detachment. Time of malfunction: during the procedure. Symptoms/ae: intervention required to retrieve detached tip. It was reported that during an interventional procedure, the absolute stent was implanted in the target lesion in the left mid superficial femoral artery. During removal of the stent delivery system (sds), the sds tip caught on the stent and the entire white portion of the tip detached but remained on the wire. Attempts to remove the tip with a snare were unsuccessful. A long dilator was advanced, piercing the tip, and the detached tip was removed from the body. There was no adverse patient sequela. Though requested, no additional info was provided.

Manufacturer narrative:
Evaluation summary: the absolute catheter was returned with the multiple deep kinks protruding deep into the inner braided member, torn distal outer member, a twisted/torn inner braided member, and a separated tip. The detached tip was returned in the distal end of the long dilator used to retrieve the tip. The tip was damaged with imprints of cuts on the side, tip and proximal end, and a long diagonal imprint both the distal outer member (retractable sheath) and the gear rack within the handle were fully retracted which would be expected for a successful deployment of the stent. The tip becoming stuck in the stent has not been observed previously. This type of damage to the outside of the tip has also not been observed. The damage to the shaft (multiple kinks, twist inner braided member, torn and missing distal outer member) and the tip separation do not suggest a weak tip laser bond. No specific root cause of the damage for the tip cuts and tip separation could be determined. No manufacturing issues were identified. Review of the finished device lot history record did not reveal any non-conforming material reports that could have contributed to this event.